Event description:
It was reported that the pt's pump reservoir had more volume than the expected. It was reported that the "volumes have been off by 30%". The pt experienced hyperreflexia, clonus and decreased therapeutic effect. Catheter and pump studies were done in 2009 with normal results. The pt outcome was reported as "no injury". The medication being delivered via the device system was lioresal.